Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, the fiber broke in half at the bridge of the scope. A second fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during a ureteroscopy procedure to treat kidney stones, the fiber broke in half at the bridge of the scope. A second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, a media inspection was performed on the photo provided by the customer. The image shows that the fiber is broken. Based on the analysis results the reported event is confirmed. It is probable that a damaged component of the fiber could have affected the device performance and its integrity leading to the event experienced by the customer. The instructions for use (IFU) states improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.